Event description:
It was reported that due to a recent weight loss, the patient's leads were pulled out of position and the ipg was spinning in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2024 during which the physician explanted 2 and replaced to leads and the ipg. It is unknown which leads migrated; effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.